Manufacturer narrative:
Product complaint # (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: [mr#:1221934-2018-54491].

Event description:
It was reported the peek pad fell off. The patient is a female and (B)(6), accepted meniscus repair surgery. The pad fell off during procedure. Changed new device to continue but second pad fell off. The surgeon took much time to remove fallen pieces and finally they were retrieved from patient. Changed another device to complete procedure. Operation time prolonged one hour. Now patient condition is stable.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54491.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visually, no anomalies were observed on the device. The silicone tubing and the needle appeared to be at their intended position. When tested for functionality, the needle was loaded and deployed successfully. The device functions as intended,therefore, this complaint cannot be confirmed. Furthermore, a no nonconformances were identified for part and lot combination. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported the peek pad fell off. The patient is a female and 55 years old, accepted meniscus repair surgery. The pad fell off during procedure. Changed new device to continue but second pad fell off. The surgeon took much time to remove fallen pieces and finally they were retrieved from patient. Changed another device to complete procedure. Operation time prolonged one hour. Now patient condition is stable. Additional information was received on 10/14/2018: the reporter stated the patient's bone quality was good. It was further reported that the doctor/surgeon was not off axis.